Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that seven days after osteotomy spine surgery, examination of x-rays revealed that a rod and connector were shifted. In a side by side connector, the rod did not lie parallel as it was during the surgery. Revision surgery found the side by side connector and closed lateral connector were open. See mfg medwatch report# 1526439-2013-26613 for the side by side connector that was involved in this event.

Manufacturer narrative:
Visual inspection of the monarch 5.5 transverse rodded connector¿s set screw noted no indications were present on the bottom of the set screw, suggesting that no torque was applied, resulting in no contact with its respective concomitant device rod. It was also noted that approximately 30 mm of the connector rod had been mechanically shortened as observed by the material pattern on the distal end of the connector rod. No other visual anomalies were noted during the evaluation. Review of the device history record for the connector identified no issues during the manufacturing and release of the product that could be attributed to the problem reported by the customer. A twelve month review of product complaints found no observed trends for this issue. The root cause of the slipping of the connector and concomitant device rod is undetermined. However, the device evaluation review suggests that inconsistent levels of torque may have been applied to the involved set screw, thus leading to the post operative loosening of the connector and rod. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.